Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 22-aug-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), chest pain ("chest pain"), abdominal distension ("unexplained bloating"), polymenorrhoea ("menstrual cycle every 2 weeks"), muscle spasms ("severe cramping of my entire body"), arthralgia ("hip pain"), amnesia ("memory loss"), rash ("unexplained rashes"), irritability ("terrible irritability"), ear pain ("ear aches"), tinnitus ("ringing in my ears"), decreased appetite ("appetite loss"), alopecia ("hair loss"), faeces soft ("soft stools"), diarrhoea ("diarrhea"), fatigue ("fatigue"), headache ("headaches") and loss of libido ("loss of sex drive") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove surgery). Essure treatment was not changed. At the time of the report, the abdominal pain, palpitations, chest pain, abdominal distension, polymenorrhoea, muscle spasms, arthralgia, amnesia, rash, irritability, ear pain, tinnitus, weight decreased, decreased appetite, alopecia, faeces soft, diarrhoea, fatigue, headache and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, chest pain, decreased appetite, diarrhoea, ear pain, faeces soft, fatigue, headache, irritability, loss of libido, muscle spasms, palpitations, polymenorrhoea, rash, tinnitus and weight decreased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Case became incident & removal details updated. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 22-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), chest pain ("chest pain"), abdominal distension ("unexplained bloating"), polymenorrhoea ("menstrual cycle every 2 weeks"), muscle spasms ("severe cramping of my entire body"), arthralgia ("hip pain"), amnesia ("memory loss"), rash ("unexplained rashes"), irritability ("terrible irritability"), ear pain ("ear aches"), tinnitus ("ringing in my ears"), decreased appetite ("appetite loss"), alopecia ("hair loss"), faeces soft ("soft stools"), diarrhoea ("diarrhea"), fatigue ("fatigue"), headache ("headaches"), loss of libido ("loss of sex drive"), back pain ("back pain"), pelvic pain ("pelvic pain") and pain in extremity ("leg pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove surgery). Essure treatment was not changed. At the time of the report, the abdominal pain, palpitations, chest pain, abdominal distension, polymenorrhoea, muscle spasms, arthralgia, amnesia, rash, irritability, ear pain, tinnitus, weight decreased, decreased appetite, alopecia, faeces soft, diarrhoea, fatigue, headache, loss of libido, back pain, pelvic pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, chest pain, decreased appetite, diarrhoea, ear pain, faeces soft, fatigue, headache, irritability, loss of libido, muscle spasms, pain in extremity, palpitations, pelvic pain, polymenorrhoea, rash, tinnitus and weight decreased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 5 and 6 process together : social media : reporter added. Event back pain, pelvic pain and leg pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 22-aug-2015. The most recent information was received on 28-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), chest pain ("chest pain"), abdominal distension ("unexplained bloating"), polymenorrhoea ("menstrual cycle every 2 weeks"), muscle spasms ("severe cramping of my entire body"), arthralgia ("hip pain"), amnesia ("memory loss"), rash ("unexplained rashes"), irritability ("terrible irritability"), ear pain ("ear aches"), tinnitus ("ringing in my ears"), decreased appetite ("appetite loss"), alopecia ("hair loss"), faeces soft ("soft stools"), diarrhoea ("diarrhea"), fatigue ("fatigue"), headache ("headaches"), loss of libido ("loss of sex drive"), back pain ("back pain"), pelvic pain ("pelvic pain"), pain in extremity ("leg pain"), malaise ("I feel sick") and night sweats ("night sweats") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove surgery). Essure was removed. At the time of the report, the abdominal pain, palpitations, chest pain, abdominal distension, polymenorrhoea, muscle spasms, arthralgia, amnesia, rash, irritability, ear pain, tinnitus, weight decreased, decreased appetite, alopecia, faeces soft, diarrhoea, fatigue, headache, loss of libido, back pain, pelvic pain, pain in extremity, malaise and night sweats outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, chest pain, decreased appetite, diarrhoea, ear pain, faeces soft, fatigue, headache, irritability, loss of libido, malaise, muscle spasms, night sweats, pain in extremity, palpitations, pelvic pain, polymenorrhoea, rash, tinnitus and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality-safety evaluation of ptc. (Product technical complaint) on 23-mar-2020: social media received. Reporter information were added. On 23-mar-2020: social media received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0725) on 22-aug-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), chest pain ("chest pain"), abdominal distension ("unexplained bloating"), polymenorrhoea ("menstrual cycle every 2 weeks"), muscle spasms ("severe cramping of my entire body"), arthralgia ("hip pain"), amnesia ("memory loss"), rash ("unexplained rashes"), irritability ("terrible irritability"), ear pain ("ear aches"), tinnitus ("ringing in my ears"), decreased appetite ("appetite loss"), alopecia ("hair loss"), faeces soft ("soft stools"), diarrhoea ("diarrhea"), fatigue ("fatigue"), headache ("headaches"), loss of libido ("loss of sex drive"), back pain ("back pain"), pelvic pain ("pelvic pain"), pain in extremity ("leg pain") and malaise ("I feel sick") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove surgery). Essure treatment was not changed. At the time of the report, the abdominal pain, palpitations, chest pain, abdominal distension, polymenorrhoea, muscle spasms, arthralgia, amnesia, rash, irritability, ear pain, tinnitus, weight decreased, decreased appetite, alopecia, faeces soft, diarrhoea, fatigue, headache, loss of libido, back pain, pelvic pain, pain in extremity and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, chest pain, decreased appetite, diarrhoea, ear pain, faeces soft, fatigue, headache, irritability, loss of libido, malaise, muscle spasms, pain in extremity, palpitations, pelvic pain, polymenorrhoea, rash, tinnitus and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: malaise. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event I feel sick was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 22-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), chest pain ("chest pain"), abdominal distension ("unexplained bloating"), polymenorrhoea ("menstrual cycle every 2 weeks"), muscle spasms ("severe cramping of my entire body"), arthralgia ("hip pain"), amnesia ("memory loss"), rash ("unexplained rashes"), irritability ("terrible irritability"), ear pain ("ear aches"), tinnitus ("ringing in my ears"), decreased appetite ("appetite loss"), alopecia ("hair loss"), faeces soft ("soft stools"), diarrhoea ("diarrhea"), fatigue ("fatigue"), headache ("headaches"), loss of libido ("loss of sex drive"), back pain ("back pain"), pelvic pain ("pelvic pain"), pain in extremity ("leg pain"), malaise ("I feel sick") and night sweats ("night sweats") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove surgery). Essure treatment was not changed. At the time of the report, the abdominal pain, palpitations, chest pain, abdominal distension, polymenorrhoea, muscle spasms, arthralgia, amnesia, rash, irritability, ear pain, tinnitus, weight decreased, decreased appetite, alopecia, faeces soft, diarrhoea, fatigue, headache, loss of libido, back pain, pelvic pain, pain in extremity, malaise and night sweats outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, chest pain, decreased appetite, diarrhoea, ear pain, faeces soft, fatigue, headache, irritability, loss of libido, malaise, muscle spasms, night sweats, pain in extremity, palpitations, pelvic pain, polymenorrhoea, rash, tinnitus and weight decreased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- night sweats, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.